Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and observed that the device passed all manufacturing specifications. A review of the service history record indicates that the device has not been returned previously for the same malfunction. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: perforator device, (B)(6) 2020. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified craniotomy surgical procedure, while the user was perforating a burr hole on the skull using the compact speed reducer device and a perforator device, it was discovered that the patient's pachymeninx was damaged. It was reported that the user followed the perforators recommendations to reduce the speed from 80,000 rotations per minute (rpms) to 60,000 rpms on the perforator. It was noted that the user wondered if the speed reducer device might have caused the event. It was not reported if there were any delays in the surgical procedure or if a spare device were available for use. There were no reports of any allegation of malfunction again the devices. There was patient involvement reported. It was not reported what and/or if medical intervention or prolonged hospitalization was required due to this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.